Event description:
A surgical tech reported that during intraocular lens (iol) implant surgery, a posterior capsule defect was noted and the surgeon decided to use a different iol. In a follow up phone call with the tech, she reported the posterior capsular defect was noted after the lens was placed in the pt's eye. The surgeon felt the posterior capsular rupture was due to the pt's anatomy. The surgeon reported the pt had weak zonules. A sulcus lens was placed and a suture used to close the wound. The surgeon reported the use of an unapproved viscoelastic. In a follow up, the surgeon reported he did not feel the lens caused or contributed to the event. The event resolved.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number add'l info was requested on 10/27/2011 by fax and mail. A completed questionnaire was received on 10/31/2011. Add'l info was received in a follow up phone call on 11/02/2011. (B)(4).